Event description:
It was reported the pt is experiencing a shocking sensation in his head. The pt reported he feels the shocks with stimulation on and off, primarily when he adjusts his stimulation amplitude. The pt is pending follow up with his primary care physician.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.